Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of customer provided images show a device with rust on it. The complaint was confirmed, but the root cause could not be determined. The packaging had been opened for an unknown period of time, and the exposure to other materials in the surgical environment is currently unknown. Factors that could have contributed to the reported event include re-use of a single use device, opening of the packaging too far in advance, or unknown reactivity to a substance in the surgical environment.

Event description:
It was reported that during shoulder rotator cuff repair surgery using twinfix ultra, the inserter matched with the anchor was found rust. It is unknown how was the procedure completed and if the device was used in the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.